Event description:
A customer reported the IV was started and it began to run right in (about 15cc). The line was quickly clamped. No patient harm and no medical intervention reported. Although requested, no further information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no available code for undetermined or unknown cause. The customer's report of a tubing malfunction (solution ran right in) was confirmed. The set was evaluated by carefusion. During visual inspection under magnification it was noted that the silicone membrane was centered. Functional testing was performed and air bubbles and fluid from the secondary set were noticed going into the primary bag indicating a faulty check valve. The check valve was sent to the supplier for further evaluation. Testing by the supplier also indicted a failed result. The check valve was disassembled and a clear particle was located between the housing seal area and the affixed silicone diaphragm. This particle prevented the silicone diaphragm from fully seating against the housing seal area. The particle was identified to be acrylic; the origin of the acrylic particle was not identified. The root cause of the check valve failure is due ot an acrylic particle in the fluid path of the check valve.